Event description:
It was reported that during a sling procedure, one extremity of the tape came off the needle along with the collar. Another device was used to complete the procedure with no pt consequences.